Event description:
The facility's biomed technician reported an infusion pump with failure code 715. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.